Event description:
The patient received two leads with the same lot number. It was reported the patient no longer had stimulation coverage from one lead (off-label use). The sjm representative met with the patient for reprogramming and stimulation coverage was regained. Diagnostics revealed one lead had 3 invalid contacts. It was reported the patient lost coverage again, and the amplitude was auto-reducing. Reprogramming was unable to resolve the issue. It was reported only one contact was valid. The physician replaced the lead. It was reported the patient regained stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.